Event description:
The stryker remb oscillating saw was sent in for evaluation and it ran on its own without activation during performance testing. No adverse event was associated with the event.

Manufacturer narrative:
Visual examination revealed worn/damaged bearings and motor cartridge. The motor cartridge was identified as the probable cause of the failure due to damaged sockets within the motor cartridge assembly. Damaged sockets can draw more amps and/or cause intermittent connection between the handpiece and the attached cable; this can also cause the device to run on its own without activation. The damaged parts were replaced and the device was returned to the customer.